Event description:
It was reported to tyco/kendall healthcare in 2005 that a customer had a problem with the 200 ndl mh 16x3/4. The customer reports "needles have been found with non bored shafts and other with metal shards loosely attached to the leur lock hub. It is feared that this metal particle would be introduced into IV lines and mixtures."